Event description:
It was reported that pump displayed power source alert, but issue had occurred on a previous date and had already resolved by the time of the call. There was no reported impact to the customer¿s blood glucose level. Customer continued using original charging supplies, was advised not to use non-tandem charging equipment except when instructed for troubleshooting, and acknowledged this guidance, with no further corrective action reported.